Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the needle tip broke. This occurred twice within the same procedure. It was not possible to retrieve the tips. On the third attempt, the rotator cuff was successfully sutured. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 11-may-26: it was not necessary to switch the surgical technique or do a second surgery.